Event description:
In 2009, pt reported, she discovered her infusion tubing was not connected to the site. She stated this happened to her one other time in the last two weeks. Pt reported she had a "hi" reading 10 mins ago. Pt stated, she has attached a new site and bolused 12 units of insulin. Pt reported during the last incident, she checked her blood glucose every 1 hour and within 4 hours her readings were back to normal. On follow up five days later, the pt said, her blood glucose has returned to her normal range. Pt's normal blood glucose range is 180 -250 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.